Event description:
The mother of a male patient reported that her son experienced the infusion set tubing separating from the luer lock. She stated that he noticed the separation while he was trying to administer a bolus. The mother reported that his blood glucose values were not affected. The patient changed his infusion set tubing and administered a bolus. No medical treatment was required. The product was requested to be returned for evaluation.